Manufacturer narrative:
Concomitant medical products - model: 4968-35, epicardial lead; implanted: (B)(6) 2006, model: unknown, model competitor cardiovascular implantable electronic device (cied); implanted: unknown. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient presented to the emergency department with multiple cardiovascular implantable electronic device (cied) shocks and inhibition of pacing. The right ventricular (rv) lead was noted to have a fracture and noise was present on the lead. The patient and family refused to have surgery for a new rv lead implant. Patient and family elected to allow the patient pass away.